Event description:
On (B)(6) 2024, it was reported that this patient on peritoneal dialysis (pd) was hospitalized for peritonitis. There were no reported allegations that the event was related to any issues with fresenius products. In additional follow-up, the patient¿s pd nurse confirmed the patient was admitted to the hospital on (B)(6) 2024 for peritonitis. However, the nurse was not able to provide any details about the hospitalization, including pd culture results and treatment information. The nurse stated the patient is being transitioned to hemodialysis for renal replacement needs. The patient remained in the hospital at the time follow-up was performed. The patient¿s nurse was not able to identify the exact cause of the patient¿s peritonitis is unknown. However, the nurse confirmed the patient did not have any fluid leaks or issues with fresenius products in relation to this event.

Event description:
On 1/jul/2024, it was reported that this patient on peritoneal dialysis (pd) was hospitalized for peritonitis. There were no reported allegations that the event was related to any issues with fresenius products. In additional follow-up, the patient¿s pd nurse confirmed the patient was admitted to the hospital on (B)(6) 2024 for peritonitis. However, the nurse was not able to provide any details about the hospitalization, including pd culture results and treatment information. The nurse stated the patient is being transitioned to hemodialysis for renal replacement needs. The patient remained in the hospital at the time follow-up was performed. The patient¿s nurse was not able to identify the exact cause of the patient¿s peritonitis is unknown. However, the nurse confirmed the patient did not have any fluid leaks or issues with fresenius products in relation to this event.